Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was sent to the service center for repair. The defect reported by the customer (broken 2+ pieces) has not been verified. On inspecting the device, further deficiencies were found to be impairing device function.   Repair activities performed: short circuit in the motor cable - motor cable replaced. Electrical and functional tests have been performed. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause and also the cable's insulation resistance is out of range for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: quantity: 26. Release date: 11/24/2015. Expiration date: n/a. Anomalies or discrepancies:not observed. Device history batch: null. Device history review: null.

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado hand piece with hand controls was broken and only a few turns worked. No patient harm. The was no more information available regarding how the procedure was completed. They tested the hand piece after cleaning and still did not work as expected.